Manufacturer narrative:
Exams were analyzed, and tracer pattern shows to be mainly on one side of the patient. Scatter was observed as well. Spacing was .8 mm thickness was 1.6 mm. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a cranial resection procedure. It was reported that during a revision surgery, the surgeon was having difficulty registering a patient. Site was able to pass the registration but continued to be inaccurate by about 5 millimeters high and wide. Registration was attempted with tracer with axiem and optical and were not able to get passing registrations that were also accurate when checking accuracy. Surgeon opted to abort navigation. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.